Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital, treated with intravenous fluids of saline, and continued to use the pump for insulin therapy. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.